Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number as it is indicated only to be used as a hemi in the us at this time.

Event description:
Revised due to pain.